Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture,04-APR-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.PART ANALYSIS:The report condition of Failed Hardware - device not connected to BUS was confirmed during Field Service Engineer (FSE) testing and subsequently confirmed in the DCHU inspection process. According to Work Order #(b)(4), the Field Service Engineer (FSE) logged into HTA, updated firmware, power down station, removed back panel of auxiliary and the cable that goes down to all the drawers. The cable was showing bare wires so that cable was replaced and re-seated all the cable connections in the back of auxiliary drawer five powered up station, no failures upon power up. The customer logged in and inventory drawer station was working as designed. The report was closed. During DCHU Visual Inspection: o PN 121085-01: The ASSY CBL PYXIBUS 7 DRAWER was received with exposed copper strands and black marks During DCHU Testing: o PN 121085-01: No further tests were deemed necessary due to thermal damage observed during the visual inspection. The device was in use for treatment purposes as intended per 21 CFR 820.198(d). ROOT CAUSE: The root cause of the reported issue was identified as a faulty ASSY CBL PYXIBUS 7 DRAWER due to the exposed copper strands with signs of thermal damage, caused by continuous rubbing or friction between the cable and the chassis, which ultimately compromised the stations functionality.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES Auxiliary, the drawer not detected on bus.As per part investigation, it was determined that faulty ASSY CBL PYXIBUS 7 DRAWER due to the exposed copper strands with signs of thermal damage, caused by continuous rubbing or friction between the cable and the chassis.There were no adverse events or injuries reported based on this event.